Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the one solution bag however reused the remaining solution bags and cassette. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with the "warming solution" prompt while using the homechoice (hc) during fill cycle 1. (B)(4) explained the prompt, and the patient stated she had to change the solution bag. (B)(4) explained she should end therapy and start over with new supplies. The patient stated she would be ok and would stay on the hc. No injury or medical intervention was reported.